Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to loose drive support disk. No failed battery test alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unspecified error, rejected new batteries and squirted out insulin during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.